Event description:
It was reported that this left ventricular (lv) lead was explanted due to it suffering a suspected dislodgement, which was confirmed by psa testing. A new device was implanted. No additional patient effects were reported.